Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use an everflex entrust stent during a procedure to treat a moderately calcified lesion in the proximal-mid superficial femoral artery. There was no damage noted to packaging, no issues noted when removing the device from the hoop/tray. The IFU was followed without issue. A non medtronic 5fr 45cm sheath was used and a non-medtronic .014 guidewire was used. Difficulty noted during deployment of everflex entrust was reported. The stent would not deploy with wheel, wire was stuck and doctor lost wire access. The stent was safely removed from the patient undeployed. A new everflex entrust was used and difficulty was noted during deployment and the stent would not deploy with wheel. The stent was safely removed from the patient. A new everflex entrust was then used which had to be deployed manually as thumbwheel broke, device catheter was removed with the stent implanted. Another stent was needed to cover the rest of the lesion and this stent did not experience deployment issues. No patient injury reported.